Event description:
Patient's family member called lfs in 2003 alleging that the patient's meter would not power on for the past 4 days. Family member reported that the batteries were replaced, but the meter is still not powering on. They stated that the patient went to the ER because they did not take the correct dosage of insulin. Medical affairs was unable to reach the patients by phone to obtain more information about the hospital visit. A letter is being sent to attempts to obtain more clinical information. This case is being reported as malfunction because there is no evidence of the meter contributing to a serious injury.